Event description:
The issue reported was that the t:slim x2 pump battery would not charge, accompanied by a power source alert. There was no adverse impact to the customer's blood glucose level. The customer was instructed to plug the wall adapter into a functioning outlet for at least 30 minutes, and the problem resolved itself within a few minutes without further assistance needed from technical support.